Event description:
On 7/23/98 following an arteriogram, an angio-seal device was placed in a pt's left groin. Within 24 hours the pt presented to the emergency room with complaints of a cold and mottled foot. The pt underwent a second arteriogram, which identified a short segment occlusion in the common femoral artery at the site of the puncture site on 7/23/1998. A pseudoaneurysm was also identified at the point of reconstitution corresponding to the puncture site from the 7/23/98 arteriogram. Finally, the pt had occlusion of the superficial femoral artery which was noted to be chronic in nature. On 7/24/98 the pt was taken to surgery where the device anchor was removed and where she underwent a left femoral thromboembolectomy and common femoral endarterectomy for dissection, as well as a right carotid endarterectomy. The pt's tolerated the procedure well, and was discharged to home on 7/27/98. As of 8/31/98 there has been no further report to the MFR of complication or pt sequelae.